Event description:
It was reported that outside of surgery, the mesher handle did not come off, it was stuck. It was new and did not want to break. After final assessment it was found that the ratchet handle was stuck to the mesher base (could not perform the up/down motion). There was no patient involvement. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet handle was stuck to the mesher base (could not perform the up/down motion), damaged ratchet. The ratchet handle and bottom roller were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.